Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The silicone tubing of the peg sample is severed and edges are smooth. When butted together, the edges align with no gaps. When viewed under magnification, there appear to be tool marks on the severed ends. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, "after passage of the guide wire , when placing the tube this broke in the abdominal wall as well as the wire. No consequence for the patient. Placed another tube, precautionary measures and actions. Recovery of the intragastric part using a disposable snare polypectromie ." (B)(4).